Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014- (B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating little black piece of a lumen (size of a rice grain) taken out of patient's stomach during egd (B)(6) 2015. The report also stated the physician claimed the little black piece of a lumen is from the gastroscope and the facility is requesting the device to be evaluated. The video gastroscope was returned to pentax medical for evaluation, along with the black piece of lumen. The pentax medical inspection findings included the following: primary operation channel crimped at biopsy inlet t-piece. Passed dry leak test. Failed wet leak test. Number 1 remote control button not working. Image blackout. The pentax service department confirmed the black piece of lumen was not a part of the gastroscope. The inspectional findings were communicated to the facility, who acknowledged, and did not provide any further information regarding this event. Repairs were performed on the gastroscope which included replacement of the following components: o-rings and seals. Distal end assy with tubes. Adjusting collar. Bending rubber. Angle wire. Rl/ud pulley assy. Ccd module w/drive pcb. Switch with base plate no3 pb-free. Switch with base plate no1 pb-free. The video gastroscope was returned to the loaner inventory.